Manufacturer narrative:
(B)(4). Baxter was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by an intermittently seizing motor and a loose motor gear. The failed motor assembly and motor gears were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient injury.